Event description:
Per user facility medwatch form #1800100000-2005-8001, physician was using a #5 reusable trocar for a laparoscopic roux-en-y gastric bypass when trocar broke in half. Resulting in prolonged surgery time. Pt consequence not reported. Return device not indicated.